Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided hydronephrosis drainage catheter placement procedure using navarre universal drainage catheter. Post the procedure, the sure loktm thread had digression. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the sample was not returned for evaluation, three electronic photos were provided and reviewed. The photos show the partial view of catheter in plastic pouch with attached label. Lot and product information were matched and verified. The thread was not visible in the provided photos. Therefore, the investigation is inconclusive for the reported thread degression issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided hydronephrosis drainage catheter placement procedure using navarre universal drainage catheter. Post the procedure, the sure loktm thread had digression. The procedure was completed using another device. There was no reported patient injury.